Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) the last time they charged was in (B)(6) 2015 because of other issues going on, and the last time they felt stimulation was in (B)(6) 2016. As a result the device was overdischarged. The rep. Performed three physician mode recharges but the device wasn't flipping to the normal charging screen, so the consumer was unable to recharge normally. It was noted the consumer no longer had insurance so the physician told the consumer to work on "getting something" and then something could be worked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.